Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a damaged heartmate 3 (hm3) driveline. The patient was seen in the clinic, and the hm3 pump side of the percutaneous lead had exposed and fractured wires. The distance from the exit site to the modular connection was about 5 to 6 inches. The patient taped the driveline by themselves and the tape was not able to be removed. Log file analysis indicated that the driveline damage did not impact the functionality of the system. The area was secured with rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion. The report of damage to the external portion of the pump cable was confirmed through the analysis of the submitted images provided by the account. A specific cause for the reported event could not be conclusively determined through this evaluation. A photograph was submitted of the external portion of the patient¿s pump cable. The polyurethane and armor layers were damaged and discolored, exposing the bionate layer. Rescue tape was observed near the exit site. The underlying wires were not visible and did not appear to be damaged. The inline connector bend relief on the pump cable was discolored brown. The submitted log files captured the pump operating as expected. Intermittent pi events were observed throughout the log file, resulting in momentary decreases in speed per design. No atypical events were captured. The area was secured with rescue tape. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on vad support. No product is available for investigation the relevant sections of the device history records for mlp-016303 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on 22mar2019. Heartmate 3 lvas IFU, section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The heartmate 3 lvas patient handbook, contains information regarding how to care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.